Event description:
It was reported by service report that the nurse call was not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Incorrect dip switch configurations. Dip switches properly configured and verified to be to specification.